Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 503 mg/dl at the time of the incident. The customer stated that they received the low battery alert prior to replace battery alert. The customer also reported that insulin pump had audio vibrate anomaly. The insulin pump will be returned for analysis.